Event description:
Bio-medical technician was called to repair defective blood coagulation timer. Discovered unit has no power. Reached into recess area in rear of unit, and received electrical shock to middle finger of left hand, due to exposed wires of power cord. Cord had a break at exit from strain relief, possibly due to overstress of cord being coiled too tightly into rear compartment during transport.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, incorrect technique/procedure, insulation, invalid data. Conclusion: device failure related to patient condition, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, user education provided, inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.